Event description:
It was reported to boston scientific corp in 2008, that a button replacement gastrostomy device was placed the day prior. According to the complainant, during prep, the obturator penetrated the button dome. Reportedly, another button replacement gastrostomy device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.